Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 03/15/2018, that beginning on (B)(4) 2013, the patient experienced multiple skin reactions. The sensor was inserted into the abdomen. The patient stated skin reactions occurred with every sensor used, however the exact number of sensors and incident dates were not provided. Reactions usually began within 24 hours of insertion and continued until the sensor was removed. First the area became red within 24 hours, and after 3-4 days became itchy. The reaction continued until the sensor was removed. Reportedly, if the sensor was worn for the full 7 days, the patient developed contact dermatitis. The affected area was located where the adhesive patch was in contact with the skin. The patient treated the area with IV prep wipes and skin-tac. The skin-tac was previously prescribed by a doctor for the skin reaction. Additionally, the doctor directed the patient to replace sensors every 3-4 days since the reactions were severe after 7 days. The exact date of medical intervention was not provided. At the time of contact, it was indicated that the patient was fine. No additional event or patient information is available.